Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the reusable endoscope sheath, ceramic tip fell off into the patient. The ceramic tip was retrieved. The issue occurred during procedure. There were no reports of patient harm. (B)(6) called in to report the following phenomenon on behalf of the reporter contact / service coordinator (B)(6): during a therapeutic procedure (name of the procedure? Asked but unknown) it was discovered that a22040a, lot 22108, qty 1 ea ceramic tip fell off into the patient. The ceramic tip was retrieved from the patient but then the facility reports they lost the item after retrieval. Event date was asked but unknown. I emailed the reporter contact and service coordinator (B)(6) this case # for tracking purposes. Upon discussion and troubleshooting, we confirmed the following: